Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose. Customer's blood glucose level at the time of the incident was from 400 to 600 mg/dl, which was treated with manual injection. Current blood glucose value was 83 mg/dl. It was stated that the drive support cap was recessed. The mother stated that the tubing had air bubbles. She declined to complete troubleshooting and just wanted to perform the high pressure test. The insulin pump passed the test. It was advised to change the entire set, reservoir and insulin.